Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, a temporary loss of output was observed from the pulse generator upon electrocautery use. No patient symptoms were reported. Minimal electrocautery was used for the remainder of the procedure. The device was successfully explanted and replaced.